Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and six shocks for supraventricular tachycardia (svt). Therapy was exhausted in the episode. Boston scientific technical services (ts) was consulted and discussed programming options. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.